Event description:
Patient was co-sleeping with parent(s) and was using a nellcor bedside spo2 monitoring device. Patient passed away while sleeping overnight on the device. Family states the device did not alarm at the time of patient's death.